Event description:
It was reported that the closure device shifted after it was released. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient and after all release criteria was met the device was released in the laa. The physician monitored the closure device for ten (10) minutes before it was noted that the device had shifted. The physician made the decision to remove the device. After successfully retrieving and removing the closure device from the patient a second closure device was then used to successfully complete the procedure. The patient did not experience any complications as a result of this event.